Event description:
Device complication: premature deployment time of complication: during procedure symptoms: none reported the physician was stenting a very narrow and tight outflow portion of av dialysis fistula (off label use) when friction was experienced with the thumb wheel. When the stent deployed, the stent jumped missing the target by approx 1 cm. A second absolute was placed with no consequence. There was no pt adversity to report and no treatment was rendered.